Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
A patient initiated ilet use independently prior to the scheduled training session. During the follow-up, the patient reported experiencing a prolonged hypoglycemia episode after changing the infusion set and cartridge but remaining connected while filling the tubing. The patient treated the low with multiple carbohydrate sources and contacted the clinic¿s after-hours line, where she was advised to stay off the pump overnight. Upon review, the clinician identified the root cause as failure to disconnect during tubing fill, leading to inadvertent insulin delivery. The clinician reinforced safe setup procedures, emphasizing the importance of disconnecting before priming and following on-screen prompts. The clinician also noted recurrent bg fluctuations due to incorrect meal announcements. The patient had been inputting ¿more than usual¿ meals to correct highs, causing insulin stacking and subsequent lows. Education was provided regarding ilet¿s automated correction features and appropriate meal entry. The device underwent a factory reset to remove learned dosing data affected by inaccurate announcements. The clinician reviewed proper procedures for filling cartridges and tubing, meal announcement practices, and low treatment strategies. A follow-up is planned.